Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to low pacing impedance on the right ventricular (rv) lead. The alert was programmed off. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.